Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had an increase in capture threshold. The patient reported feeling "something in their throat" when output was set high. A chest x-ray was completed to reveal the lead had moved slightly from initial positioning. Programming changes were made and the lead will continue to be monitored. The patient was stable.